Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the devices were not communicating. A field service engineer (fse) advised customer to contact information technology support as so many devices not communicating which is a hospital network issue. The fse confirmed with the customer that they rebooted the station and fse went onsite and verified all 12 devices back online to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es server, twelve devices were not communicating. All devices were offline in rss and were not reachable from the server.however, there were no delays, adverse events or injuries reported based on this event.